Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On 01/19/2024, it was reported that at 7:34 pm mst, the patient was admitted to the hospital with dka. No additional clinical details were available at that time. On 01/20/2024 at 11:41 am, the patient´s health care professional (hcp) contacted beta bionics requesting assistance with reconnecting the patient to the ilet system. The hcp reported that during lunch on (B)(6) 2026, the patient¿s dexcom cgm session expired (no specific malfunction reported) and run out of insulin in the pump cartridge. The patient did not replace the cgm or pump supplies until approximately 9:00 pm. After supplies were changed, the patient experienced a kinked cannula, and bg remained elevated. The patient remained hospitalized and was unable to provide further details on the event. At the time of report, the patient¿s condition was unspecified. No other details were documented. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 7:20 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 ½ days and ended due to sensor expiration on 01/18/2026. The subsequent sensor session began on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the date of the reported event (01/19/2026) there was no active sensor session. The prior session had ended when the sensor expired on 01/18/2026. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2024, it was reported that at 7:34 pm mst, the patient was admitted to the hospital with dka. No additional clinical details were available at that time. On (B)(6) 2024 at 11:41 am, the patient´s health care professional (hcp) contacted beta bionics requesting assistance with reconnecting the patient to the ilet system. The hcp reported that during lunch on 01/19, the patient¿s dexcom cgm session expired (no specific malfunction reported) and run out of insulin in the pump cartridge. The patient did not replace the cgm or pump supplies until approximately 9:00 pm. After supplies were changed, the patient experienced a kinked cannula, and bg remained elevated. The patient remained hospitalized and was unable to provide further details on the event. At the time of report, the patient¿s condition was unspecified. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.